Event description:
An impella 5.5 device was inserted via the right axillary artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus and renal insufficiency and was classified as scai shock stage¿d. During support, the patient experienced ventricular tachycardia. Pump position appeared appropriate on echocardiography, and volume status was assessed as adequate. The reported ventricular tachycardia is most plausibly attributed to the patient¿s underlying cardiac rhythm disturbances and critical clinical condition.

Manufacturer narrative:
The investigation for the tachycardia has been completed. The device was not returned for evaluation. Additionally, clinical details were not sufficient to determine the root cause. Therefore, the root cause of the injury was unable to be determined due to insufficient clinical details.